Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not being able to operate the pump at the set speed was not confirmed. Additional information provided communicated that no log files were available for review and that no products would be returned for analysis. It was noted that the centrimag motor was connector to a mock circulatory loop and the motor successfully operated to pump at the set speed for an extended period of time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the motor was inspected using a training loop. Upon startup, it presented no problems, and the rpms increased normally. It was left running for 48 continuous hours without any issues or warnings. Follow-up would be conducted with the customer and the motor would not be returned.

Event description:
It was reported that the staff was assembling the circuit to start extracorporeal membrane oxygenation (ECMO) therapy, and while purging the circuit, they observed that when the revolutions per minute (rpm) increased, the centrifuge did not rotate, and the motor stopped. The console was turned off and then turned back on, when the rpm was increased the motor continued to stop and the rpm did not increase. The motor was replaced and the issue resolved.

Manufacturer narrative:
. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.